Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded the tip coil had been stretched, which exposed the corewire; the tip coil had also been kinked. The corewire was fractured into two sections at the distal tip. The combined length of the two corewire sections indicated there was no missing material from the distal tip assembly. The hydrophilic coated distal tube and shaft had been bent. A non-sjm catheter was also returned. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. Although the exact cause of the reported positioning issue remains unknown, the guidewire damage is consistent with the reported positioning issue. The cause of the guidewire damage is consistent with forcible contact during use. The pressurewire aeris instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance. The pressurewire aeris instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur.

Event description:
The pressurewire aeris became caught in the lad artery on calcific plaque and was then lodged in the artery. A balloon catheter was used to successfully remove the device with no harm to the patient. Ffr was aborted.